Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-10666. Reference manufacturer report number: 1627487-2019-10667. It was reported that the patient's scs system was explanted a few weeks after implant due to abscesses at the ipg and lead site. It is unknown when the explant occurred because no abbott representative was notified. No further information is know at this time.